Manufacturer narrative:
The baxter technician found the siderail upright needed to be replaced. Per the baxter service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician replaced the siderail upright for the customer to resolve the issue. Based on this information no further action is required.

Event description:
A customer contacted technical service to report that procedural stretcher frame had siderail false latching. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.